Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via femoral artery. The target lesion was located at the below knee artery. A 1.5mm x 20mm x 142 cm coyote¿ es balloon catheter was used for pre-dilation. Upon first inflation at 6 atmospheres, the balloon ruptured. The physician removed the balloon catheter intact from the patient's body and the procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via femoral artery. The target lesion was located at the below knee artery. A 1.5mm x 20mm x 142 cm coyote es balloon catheter was used for pre-dilation. Upon first inflation at 6 atmospheres, the balloon ruptured. The physician removed the balloon catheter intact from the patient's body and the procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).